Manufacturer narrative:
The manufacturing record review and lot history could not be completed because the lot number was not provided. The device was not returned therefore no evaluation was completed. Due to the lack of information provided, endologix is unable to confirm or determine the cause of the reported event. Additional information was requested but denied. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
In a letter dated 03/29/2018, endologix was notified by (B)(4) (vascular quality initiative) of a type iiib endoleak of the aortic components for a patient implanted in 2014. It was stated that an additional an non- endologix stent graft was used to resolve this endoleak. As vascular quality initiative's hospitals are anonymous, no patent or detailed product information is available.